Manufacturer narrative:
Additional information received for section b7 (other relevant history, including preexisting medical conditions (e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.) Patient is a smoker. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code: 1930 and 2377. This is a follow up report to add these additional codes. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a dental implant loss.